Event description:
The facility representative reported a pump that did not alarm. This was found during bio-med testing, with no patient involvement, although baxter attempted to obtain information, details were not available regarding additional contact information. No additional info is available.

Manufacturer narrative:
The device has not yet been received for evaluation. A follow-up report will be sent when the device evaluation is available.